Event description:
The customer reported that the blood flow rate on the status screen and the set flow screen on the prismaflex were showing two different rates. Shortly after the machine alarmed "blood pump malfunction". The nurse attempted to select continue and to re-enter the blood flow rate of 250 mls/min, but the status screen continued to display a blood flow rate of 340 mls/min and "blood pump malfunction alarms" reoccurred. Therefore the extracorporeal blood volume was returned to the pt and treatment was terminated there was no pt injury or medical intervention reported.

Manufacturer narrative:
The data files relating to the reported event were not available for review. The MFR has identified causes of flow rate discrepancies and has developed a software version to address this issue. Implementation will start after 510(k) clearances. Additionally, gambro voluntarily issued a medical device advisory notice (advisory notice 018) for the prismaflex continuous renal replacement system in 2007, which provides instructions to the user on how to clear flow rate discrepancies without interrupting treatment.